Manufacturer narrative:
This is the first and only reported event of this type. No other reported events or alleged connection between the miradry treatment and breast cancer. There is nothing to suggest that breast cancer is a possible risk associated with the use of the miradry device and/or procedure.

Event description:
Patient reported a consumer report (mw5090358) to FDA regarding the miradry device and requested an investigation into the potential linkage between miradry (for axillary hyperhidrosis) and breast cancer. She received 3 miradry treatments between 2015-2017. In 2018, she developed breast cancer in left breast and axillary lymph nodes with nodular asymmetry (risk of breast cancer) in right breast, which she is currently undergoing chemotherapy treatment.